Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 23-jan-2017, an fse visited the customer site and replaced the power board with a temporary unit due to inventory issues. On 24-feb-2017, the fse returned to the customer location and installed a new power board and advised the customer to recalibrate all assays. The instrument was working as intended. No further action required by field service. The most probable cause of the reported event was due to a defective power board.

Event description:
On (B)(6) 2017, a customer reported obtaining a blank screen with a beeping sound at the middle of a run and the instrument would not reboot. This occurred with their aia-360 analyzer. The customer was unable to run e2, beta-hcg, and progesterone patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2, beta-hcg, and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.